Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, it was noted the incorrect acetabular cup was packaged. Another cup was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Investigation into the issue determined that this was an isolated incident. A review of returns was conducted; no product went through the returns process. The deviation process was also reviewed, no products were deviated. It was noted in the evaluation that the mix likely occurred at the point of use, however examination of returned device was inconclusive in determining point of origin for issue.